Event description:
Report 1 of 4. Report received from (B)(6) stating that there was debris inside the sterile packaging. The device was not being used in surgery. There was no injury or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).